Event description:
This consumer reported that the patient has a tooth type 3 at the time of placement. The consumer also reported that the time of loss in relation to implantation is up to 1 year after prosthetic restoration, the consumer also reported concerns with infection, swelling, bleeding, pain & bruxism.

Manufacturer narrative:
This consumer reported that the patient has a tooth type 3 at the time of placement. The consumer also reported that the time of loss in relation to implantation is up to 1 year after prosthetic restoration, the consumer also reported concerns with infection, swelling, bleeding, pain & bruxism.